Manufacturer narrative:
Reported to the FDA on (B)(6), 2011.

Event description:
Found in a published article: article: flexi-seal fms ae in published literature: massey et al. Colorectal dis 2010 july; 12 (7 online): e173-4:event: ischaemic trauma leading to ano-vaginal fistula. (B)(6) female diabetic patient was admitted to hospital with diabetic ketoacidosis. She developed diarrhea which was managed with fms. At 3-months later, she was admitted to the (B)(6) with a 3 month history of faecal incontinence and passage of faeces per viginam. A 2.5cm ano-vaginal fistula with complete disruption of the anal sphinkter mechanism was found. Biopsies from the fistula showed histological appearances consistent with ischaemic trauma. Patient underwent surgery and a "defunctioning sigmoid colostomy for symptomatic control was fashioned".